Event description:
Vascular stapler made an incomplete seal/cut when stapling kidney vein, surgeon reported the staple slid slightly and bleeding from kidney side of vein was visible. Kidney was then cut manually prior to removal. FDA safety report ID# (B)(4).